Event description:
A report was received that the patient was experiencing frequent ipg charging. The patient will undergo ipg replacement.

Event description:
A report was received that the patient was experiencing frequent ipg charging. The patient will undergo ipg replacement.

Manufacturer narrative:
Additional information was received that the patient underwent an ipg replacement and was reportedly doing well after the procedure. Device evaluation indicated that the ipg passed electrical, performance, and photographic imaging tests performed. The complaint of frequent charging was not verified. The device profile data does not show any sign of premature battery depletion prior to the explant. However, the device returned with electrocautery marks on the case. Subsequent analysis found that the analog integrated circuit was damaged. The analog integrated circuit damage resulted in the rapid battery depletion rate of the ipg. Monopolar electrocautery procedures are a known source of high-voltage transient signal that can damage the analog integrated circuit. The reported use of electrocautery during the explant procedure resulted in the analog integrated circuit damage.